Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 30.9 mmol/l, 15.7 mmol/l, and 10.1 mmol/l; 17.9 mmol/l, 5.6 mmol/l, and 7.9 mmol/l the comparisons were obtained on the same day. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).